Manufacturer narrative:
Medfusion - investigation: customer reported problem: not charging at all. Tamper seal removed / broken: yes. Physical condition of the device cracked on top case. Results of pump event history log review: battery not working. Evaluation tests or methods used to duplicate / replicate the reported problems: power up pump. Reported problem duplicated / replicated: battery not working was found during power up process. What caused the reported (primary) problem: interconnect board is not working which causing the battery not working error. Who caused the reported problem: unable to determine, no physical or any other damaged was found on interconnect board. Actions / repairs done to correct the reported (primary) problem: replaced interconnect board. Performed power up process and checking the status of battery which passed. Primary f-code: (B)(4). Repair summary: replaced top case for customer damaged, also replaced main board for super cap error was found during power up, main board with low profile and black panasonic cap. Device passed functional / delivery tests: yes. Incoming software app: 3.0.6. Outgoing software app: 3.0.0.

Event description:
It was reported that during use of a medfusion® 3500 syringe pump battery not charging at all.